Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the eleventh complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one vessel dilator introducer sheath was returned fort evaluation. Gross, microscopic visual were performed. The investigation is confirmed for the reported dilator tip damage and the identified fracture as the distal tip of the introducer appeared to be frayed. Furthermore, the device also appeared bent. A crack as well as material fraying was observed at the distal tip of the dilator. However, the investigation is inconclusive for the reported difficult to insert as the exact circumstances at the time of the reported event are unknown and the reported event could not be reproduced. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022), g3, h6(method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the tip of the introducer sheath was allegedly found to be damaged. It was further reported that strong resistance was felt during insertion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2022)

Event description:
It was reported that during a procedure, the tip of the introducer sheath was allegedly found to be damaged. It was further reported that strong resistance was felt during insertion. The procedure was completed using another device. There was no reported patient injury.